Manufacturer narrative:
Concomitant: product ID 8711, lot# j0056601r, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
On 2015-(B)(6), information was received from a healthcare provider regarding a patient who was receiving lioresal via an implantable pump; the concentration, dose, and lot number were not reported. Indications for use included intractable spasticity and cerebral palsy. Concomitant medications and pertinent medical history were not reported. On an unknown date in (B)(6) of 2015 (also stated as "months ago"), the patient had a pocket fill when another physician was filling the pump. The patient presented to the intensive care unit (ICU), because of horrible withdrawal. No interventions or outcome were reported. Additional information to confirm the medication in the pump (including concentration, dosing, lot numbers, and dates of therapy), concomitant medications, and pertinent medical history, as well as troubleshooting, actions/interventions, and the cause of the pocket fill was requested, along with the outcome of the pocket fill and patient withdrawal. If additional information is received, a follow-up report will be sent.